Event description:
Unomedical reference number (B)(4). Event occurred in spain, it was reported that the nine infusion set cannula was kinked on (B)(6)2024, (B)(6)2024,(B)(6)2024, (B)(6)2024, (B)(6)2024, (B)(6)2024,(B)(6)2024, (B)(6)2024,(B)(6)2024 and patient faces symptoms within 3 hours of insertion. The infusion set is used for few hours. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR 1912497 - MDR 3003442380- 2024 -14418 - device 1 of 9